Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the catheter was placed in the patient on date 03th july and it broke on date 07th july. The connector was detached of extension line. The catheter was clamped, and another unit was used.

Event description:
Customer reported that the catheter was placed in the patient on date (B)(6) 2020 and it broke on date (B)(6) 2020. The connector was detached of extension line. The catheter was clamped, and another unit was used.

Manufacturer narrative:
(B)(4). The customer returned one photo of the midline catheter inserted into the patient. The photo revealed that the luer hub had separated from the extension line. The customer returned one s-l midline catheter for evaluation. Visual examination revealed the luer was separated from the extension line. Microscopic examination revealed remnants of the extension line extrusion remained within the luer. This defect is consistent with a molding issue. The total length of the catheter body measured to be 8.1875" which is within specifications of 7.875-8.375" per product drawing. The outer diameter of the distal extension line measured 0.0858", which is within specifications of 0.084-0.088" per distal extension line extrusion graphic. The inner diameter of the distal extension line measured 0.058", which is within specifications of 0.055-0.059" per distal extension line extrusion graphic. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a separated luer hub was confirmed by complaint investigation of the returned sample. The distal luer hub was separated from the lumen and contained damage consistent with a molding issue. A device history record review was performed with no relevant findings. Based on the sample received, manufacturing (molding) caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.